Event description:
The following has been reported: "air bubbles in the system." Reporting due to the referenced issue (potential air in line issue); no serious injuries were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. The device was not returned to brézins as repairs were carried out locally. However despite several requests for parts return and attempts to collect additional information, we did not receive anything that would allow us to go further with this investigation. Although we cannot confirm that the air sensor of the reported device was defective due to a product quality issue, please be informed that an internal CAPA has been opened to address the subject of "defective air sensor". This complaint is considered as not confirmed. The trend is abnormal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.